Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr groshong catheter. The sample was received with an inlaid stylet. A non-assembled two-piece connector was also received. Blood residue was observed within the catheter. A small circular hole was observed in the catheter very near the distal end of the stylet. An attempt to infuse water the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned hole. Tactile inspection of the sample revealed slight tensile weakness in the vicinity of the hole. The tip of the stylet protruded easily from the hole during manual manipulation. Microscopic inspection of the hole revealed sharply defined granular edges. The location and features of the hole were typical of damage caused by the stylet. Failure to flush the catheter can cause the catheter tip to fold over during attempted insertion, causing the stiffening stylet to pierce the catheter wall. The product IFU states ¿flush the catheter with sterile normal saline prior to use.¿ a lot history review (lhr) of rean1093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that liquid leakage occurred on the non-valved part of the catheter when pre-flushing the catheter. On 2/7/2017 - returned sample has some evidence of use residue and has a hole from stylet damage between the tip of the stylet and the three-way valve.